Event description:
A home patient (hp)'s caregiver (cg) contacted global technical services reporting that he was having trouble setting up the homechoice (hc) system and started to press all the buttons until fluid started to come out of the patient line. The cg requested assistance with ending therapy. The hc machine reportedly moved to fill 1 and hp was never connected. The technical service representative (tsr) assisted the cg with ending therapy to restart the setup with all new supplies. The tsr advised the cg to call back if problems re-occur. There was no patient involvement and there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the hp regarding the reported issue, it was revealed that the issue was resolved after speaking to the tsr that day. It was found that the tubing was pinched, and that's why they were having trouble with the hc machine. The hp stated that she was not connected to those supplies, and started over using all new supplies. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of a leak was not confirmed; however based on the complaint information the cause of the leak is use error. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.